Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported the system was emitting solid tones. The customer replaced the handpiece and the system worked normally. The problem occurred at the beginning of the case. There was no patient consequence.